Manufacturer narrative:
Device function properly during functional check including rewind and basic occlusion, occlusion, prime/compromised force sensor system, the excessive no delivery, displacement, self test, unexpected restart test and all operating current test no motor error or excessive no delivery alarm noted. The motor was tested outside the device and passed motor test. Insulin pump received with scratched lcd window, cracked case near display window corners, cracked reservoir tube lip and cracked on battery tube threads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer's nurse reported via phone call that the device alarmed a motor error alarm then the device prompted to rewind. Customer's blood glucose was 474 mg/dl. Device was able to rewind. Device alarmed a no delivery alarm during prime. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.